Event description:
User received erroneous results for multiple assays with four pt samples. The following two examples for sodium were provided. Sample 1 initial result was 160 mmol per l, repeat result was 134 mmol per l. In 2009, sample 2 initial result was 159 mmol per l, repeat result was 134 mmol per l. None of the erroneous results were reported. No treatment was received since the erroneous results were not reported.

Manufacturer narrative:
The field service rep determined there were sampling and fluidic issues. He replaced the v3 assembly, vacuum tubings and sample mechanism. Calibration and qc was performed.